Manufacturer narrative:
Additional information was received that, that the leaflet did not coapt which is what caused the severe regurgitation. It is unclear if the leaflet had a tear but a pigtail was able to be placed into the leaflet which helped reduce the regurgitation. The first valve was recaptured twice because it was not at a good height. The reported paravalvular leak (pvl) was severe. The second valve was recaptured twice to obtain a good height. Updated data: device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34, serial/lot #: (B)(4), ubd: 09-may-2020, UDI#: (B)(4). Product analysis: the valves remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve deployed and a transesophageal echocardiogram (toe) revealed paravalvular leak (pvl) with severe valvular regurgitation. It appeared that one of the leaflets was not functioning. A pigtail was pushed into the right coronary cusp (rcc) and the valvular regurgitation was reduced. However, as soon as the pigtail was removed, the valvular regurgitation became severe again. Prior to deployment of a second transcatheter bioprosthetic valve, the patient went into ventricular tachycardia and required cardiopulmonary resuscitation (CPR). During the deployment of the valve, CPR was continued. A second valve was deployed and recaptured two times. The patient's pressure was 55 mmhg and CPR ceased. The procedure was completed and the patient was sent to the intensive care unit (ICU). The patient died. The cause of death was unknown.

Manufacturer narrative:
Additional information was received that the valve was implanted into a native valve, and there was calcification present. No autopsy was performed and no cause of death was available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Both paravalvular leak (pvl) and central regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, the event description stated that the valve had been repositioned twice prior to deployment as a result of the valve not being at a good height. This is a feature of the enveor device that allows for additional attempts at accurately positioning the valve. Images for this event were received and were able to confirm a good loaded valve on the flouro. The valve was recaptured a few times due to depth. The cine films cannot confirm the extent of regurgitation, but the valve does appear to be constrained at the level of the waist of the valve. A root cause for the incomplete expansion cannot be determined, however, there was no mention of a post implant bav being conducted, nor was there a record of a post implant bav being conducted in the review of the angio images. It should be noted that per the evolut IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." The cine films can confirm a pigtail was pushed into the right coronary cusp but unable to determine if the regurgitation was reduced. The cine films cannot confirm how hemodynamically stable the patient was or that CPR was initiated. The cine films can confirm that prior to the insertion of a second valve, severe central aortic regurgitation is seen. A second valve was successfully implanted inside the first deployed valve, the number of recaptures is unknown. The cine films cannot the state of the patient post procedure. It was then reported that prior to the implant of the second valve, the patient went into ventricular tachycardia and required cardiopulmonary resuscitation (CPR). Per evolutr IFU tachycardia is generally a result of known potential adverse effects per such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It was reported that CPR was continued, the second valve was repositioned twice and then deployed, the procedure was completed after the patient¿s pressure increased to 55mmhg. Unfortunately, after the patient had been sent to ICU, the patient died. The report of patient death at implant did not provide a specific cause. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established. If information is provided in the future, a supplemental report will be issued.